Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer advised they changed their site and gave themselves 4 times the amount of insulin they normally give and they still have high blood glucose levels. Troubleshooting for high blood glucose levels was performed. Customer advised they have frequent urination and irritation. Customer has treated their high blood glucose levels with manual injection. Customer advised they had a bent cannula. Customer advised they have had multiple surgeries along with kids which have resulted in scar tissue. Customer believes the scar tissue is what may be causing the cannulas to be bent. Customer was advised to speak to health care provider in regards to different infusion set and find the right one for them.